Event description:
The customer reported that the system locked up and would not take fluoroscopic x-rays however after several attempts to restart the system it was able to work. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.